Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple patients and orders were not crossing over. A technical support specialist (tss) dialed into the carefusion coordination engine (cce) and verified that the cce services had been running, then traced and confirmed messages (adt and order) were received and sent to the med es server. After that the customer took the stations off critical override and validated. The system functioned as intended technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple patients and orders were not crossing over. The customer stated that they managed to get the medication from other unit or pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.